Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: (B)(6) 2020. Date of revision: (B)(6) 2022. (Right knee) treatment: revision; femoral component and insert were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative:

Event description:
Additional information received and stated the following: doi: (B)(6) 2020: patient received a sigma rp right knee with an mbt revision tray and wedge to treat arthrosis, synovitis, and a tibial defect secondary to loosening of a competitor unicompartmental knee. The patella was resurfaced and depuy cement was utilized. The procedure was completed without complications. Clinic note dated (B)(6) 2022: patient reports right knee pain, instability with extreme hyperextensibility, and walking difficulty. Physical examination identifies marked effusion and 15-20 degrees of hyperextension with 4-5 mm valgus and 2-3 mm varus laxity. X-rays identify an mcl avulsion fracture with a well-fixed tka. The patient is referred for revision of the knee due to global instability. Dor: (B)(6) 2022: patient received a right tka revision to treat pain, swelling, instability, and walking difficulty, and medial condyle avulsion fracture with mcl rupture. Upon entering the joint, effusion was evacuated and medial femoral epicondyle avulsion fracture with bone loss and soft tissue damage was noted. The mcl was incompetent, necessitating use of an s-rom noiles hinge system. All devices were well-fixed but revised- excluding the patella, which was retained. Depuy cement with gentamycin was utilized. The procedure was completed without complications. Doi: (B)(6) 2020. Doi: (B)(6) 2023. Right knee.